Event description:
A medtronic ent rep reported that while the surgeon was navigating a frontal endoscopic sinus surgery (fess) the system showed red status on the screen and then the system "went off line for 10 minutes" before it "started working again." The surgeon continued the surgery successfully. There was no impact on the pt outcome.

Manufacturer narrative:
Medtronic representative visited the site and discovered that "offline" meant that the probe would go to red status (meaning navigation is stopped). The surgeon frequently has multiple instruments in the field which would lead to difficulty tracking. The medtronic representative has observed multiple surgeries since this issue was reported and the system is functioning properly.

Manufacturer narrative:
The reporter was unable to provide the pt identifier at the time of this report. No parts or files have been received by the MFR for eval.